Event description:
Reporter alleged lancet needle that is a part of the soft touch system used in finger-stick blood glucose testing does not retract after it has been used. Reporter stated, the needle stays stuck and is protruding. A request was made for the return of the suspect product and replacement product was sent.